Event description:
It was reported that an ilet user experienced a persistent pairing failure when attempting to start a new dexcom g7 continuous glucose monitor (cgm) sensor, with the pump remaining on ¿pairing with sensor¿ despite guided troubleshooting and repeated repair attempts; the user elected to revert to backup therapy due to lack of replacement sensor, and the issue was characterized as an intermittent communication failure involving the electrical/magnetic subsystem and antenna components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 sensor consistent with intermittent communication failure localized to electrical/magnetic and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.